Event description:
Reporter stated, the tibial insert would not fit properly in the baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
H4: mfg date = 9/93. Summary of evaluation: the insert snapped onto a baseplate, locking correctly with a good snug fit and could not be removed by hand.